Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed pre-repair diagnostic assessment. Therefore, the reported condition was not duplicated and confirmed. However, it was determined that the cone sleeve and bearing were corroded; and an unknown debris was found inside the slide sleeve. An assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy, it was observed that the coupling device was not releasing the pins. It was reported that there was no delay in the surgical procedure and a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.